Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump found that the device alarm catheter fell off during the inspection. Found before use. No patient harm.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: g2.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e1 initial reporter name, g1 contact person mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11a getinge field service engineer (fse) was dispatched to evaluate the unit, fse replaced the 5000 hour maintenance kit. After replacement, the functional parameters of the test equipment are normal and delivered for clinical use.